Event description:
It was reported that dr had trouble firing the circular stapler during a low anterior resection procedure. Dr explained that the staple line was not completely formed. The procedure was completed with another circular stapler with no pt consequence.